Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on saturday with blood glucose of 686 mg/dl. The customer¿s current blood glucose was 200 mg/dl the customer¿s current blood glucose was 109 mg/dl. The customer experienced symptoms like vomiting. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.